Event description:
Report received from the USA stating that the product had "strange brown particles floating in a new bottle". The event was not related to surgery. There were no injuries reported. Per reporter, the product would not be sent in. There was no add'l info provided.

Manufacturer narrative:
The device has not been received by anspach. If add'l info is received,a supplemental report will be sent. (B)(4).